Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right colectomy, nephrectomy, ileocolic anastomosis and gastrojejunal diversion. During surgery, a right colectomy was performed and the stapler was used to perform the anastomosis reconnecting the colon and intestine. During a subsequent surgery a bowel leak was found at the site of the anastomosis indicating a staple line leak. It was then determined that the stapler transected tissue but did not properly deploy staples that reconnected colon tissue, resulting in life threatening anastomotic leaks. It was reported that after the usage of the device, the patient experienced defective device, device failed to properly deploy staples, stapler failed to form a lasting colorectal anastomotic staple line, fever, leukocytosis, bilious draining, fecal and intestinal fluid leaking, green purulence, bowel leak, blood loss, septic shock, fecal bacteria infecting body cavity, acute renal failure, emotional distress, sepsis, staple line leak, emotional harm, loss of enjoyment of life, pain, suffering, mental anguish, fear, disfigurement, disability, pleural effusion, atelectasis, bowel distention, hydronephrosis, fluid collection, severe anasarca, labs abnormal for wbc; hemoglobin; hematocrit; bun; creatinine; potassium; platelets; albumin; calcium, breakdown thought to be at the ureter ileal conduit anastomosis, e.coli; proteus mirabilis; klebsiella oxytoca in urine, abscess, air in the renal collecting system with mucosal thickening, infection, retroperitoneal fluid collection which contains a large amount of gas, dehiscence of small bowel anastomotic suture line, mild biliary dilatation, mild dilation of small bowel loop, ileus, thickening of the wall of the renal pelvis, pyelitis, dehiscence of the distal & proximal staple line on ileocolic anastomosis, clot, hypotension, perforation of intestine, acute posthemorrhagic anemia, tachycardia, acidosis, electrolyte & fluid disorders, delirium, dizziness, constipation, right flank pain, sacral wound, uti, hyperkalemia, euvolemic hyponatremia, acute kidney injury, failure to thrive, sinus, depressed ejection fraction with significant regional wall motion abnormalities, shortness of breath, elevated bnp, unable to ambulate, weakness, asymptomatic hypoglycemia, abdominal pain, nausea, fistula of urinary diversion, candida glabrata, folate deficiency, severe protein calorie malnutrition, hypoalbuminemia, takotsubo syndrome, hypercalcemia, solitary kidney, debilitated, sacral decubitus ulcers, neuropathic leg pain, hematuria, ulceration of anastomosis, low grade gi bleeding, & sacral skin breakdown. Post-operative patient treatment included hospitalization, ICU admission, blood transfusions, additional repair surgeries, medical care, redo ileocolic anastomosis, PICC line, use of drain tubes, chest & abdominal x-rays, multiple CT scans, use of jp drain, reopening recent laparotomy, revision of closure of duodenal perforation, resection of ileocolic anastomosis with handsewn side-to-side ileocolic anastomosis, washout of contaminated abdomen, intraoperative spy, assessment gastrostomy tube placement, irrigation & suctions of green purulent succuss, pcn, clot evacuation, central line placement, arterial line placement, IV fluid/fluid boluses, albumin infusion, levophed infusion, CT guided placement of retroperitoneal drain, ng tube, physical therapy, advancement of diet, tpn, pain medication, IV antibiotics, wound care, occupational therapy, nutrition, supplemental oxygen, left nephrostogram, removal of pcn, removal of g-tube, CT guided drain placement to retroperitoneal collection, ultrasound, fluoroscopically guided percutaneous nephrostomy tube placement, vasopressors, transesophageal echocardiogram, IV antifungal, bedbound, acid suppression, oral antibiotics, & transfusion of hemoglobin.

Manufacturer narrative:
H6 ime e2402: thickening of the wall of the renal pelvis, acidosis, failure to thrive, sinus, folate deficiency, protein calorie malnutrition, hypoalbuminemia, hypercalcemia, depressed ejection fraction with significant regional wall motion abnormalities, elevated bnp, leukocytosis, atelectasis, labs abnormal for wbc; hemoglobin; hematocrit; bun; creatinine; platelets, retroperitoneal fluid collection which contains a large amount of gas, biliary dilatation, ileus, labs abnormal for albumin; calcium, air in the renal collecting system with mucosal thickening medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.